Manufacturer narrative:
All available information was investigated, and the results of the returned device analysis couldn¿t confirm the reported unintended movement. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated and a conclusive cause for the reported unintended movement could not be determined in this incident.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip opened while establishing final arm angle (efaa). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The first clip delivery system (cds 00718u183) was advanced to the mitral valve, however, the clip opened while locked when establishing final arm angle/efaa. Therefore, the clip was removed. A second cds was advanced to the mitral valve. However, the clip was not deployed due to the mean pressure gradient was too high. The mean pressure gradient returned to baseline after the leaflets were un-grasped. The cds was removed, and the procedure was aborted. No clips were implanted, and mr is 4+. There were no reported adverse patient effects, and no clinically significant delay in the procedure.